Manufacturer narrative:
The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the zm telemetry transmitter, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter does not measure heart rate (hr) accurately. They stated that the unit will sometimes give inaccurate or no readings at all and that they were using known good leads and fresh batteries. When qa asked what the readings were supposed to be and what was reported, the biomed that called the ticket in stated that unit was sitting on the repair shelf with a note and does not know who reported the complaint to ask more details. They stated that they will try it on themselves and see if they can recreate the issue, but they have not had the chance to test it yet. No patient harm was reported.